Event description:
The customer reported the fluoroscopic image was intermittently lost. This issue will effectively eliminate the ability to intermittently view a real time image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The video controller pcb and display adapter pcb assembly were evaluated and replaced. The reported issue could not be duplicated before or after the repair. The system was tested and found to be working as intended and returned to svc.